Event description:
The patient was revised due to disassociation of the head and bipolar insert caused by wear of the insert.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to the info provided, as the lot numbers required to review the device history records were not provided. Although the complaint is non-verifiable, provided info states the products were not suspected of failing to meet specifications. It would not be unreasonable to expect some poly wear after fourteen years of implantation. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the products and/or any additional info be rec'd, the investigation will be reopened.